Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering evaluation reported an investigation was performed on the returned partly broken va-lcp condylus plate 4.5/5.0 made of stainless steel for failure analysis. The plate fractured at the seventh distal combination plate hole. The part of the plate hole facing to the anterior side was fractured completely and the part facing towards posterior showed an incipient crack. The investigated va-lcp was used for an osteosynthesis of a distal, multi-fragmentary spiral fracture above a total knee prosthesis. The implantation was carried out on (B)(6) 2013. As far as visible on the x-ray images the va-lcp was fixed with nine va locking screws. On (B)(6) 2013, the patient buckled during walking with the walking frame and felt a pain and the breakage of the va-lcp was found. A revision surgery was performed on (B)(6) 2013 to remove the broken va-lcp. The investigations included to inspect the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The proximal fracture surfaces of the implant were investigated by scanning electron microscopy (sem). The va-lcp is made of stainless steel. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the va- lcp is in compliance with the international standards (B)(4) and astm (B)(4) for surgical implants made of stainless steel. The dimensions of the investigated va-lcp (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 17.83 mm and the thickness is 5.57 mm. The part of the plate hole facing to the anterior side was fractured completely and the part facing to the posterior side showed an incipient crack. For the investigations the va-lcp was fractured through under laboratory conditions (dry ice). The part facing to the posterior side showed plastic deformations on the lower side of the plate because of the breaking under laboratory condition. The fracture surfaces and the threaded part of the seventh distal combination plate hole were strongly contaminated. When examining the proximal fracture surfaces of the va-lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The fracture surface showed a primary crack initiation zone on the upper side of the plate and a secondary crack initiation zone on the lower side of the plate. The crack started on the inside of the variable angle plate hole and ran into the material. Documented fatigue cracks close to the initial fracture zones indicate multiple crack initiation. The fracture surface is slightly abraded. At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Dimples were present because of the breaking under laboratory condition. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (two sided) and also axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role. We found no evidence of material or manufacturing defects. The complaint was determined to be invalid. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: broken/cracked va-lcp condylar plate 4.5/5.0: patient with multi-fragmental spiral femur fracture, right, status after total knee prosthesis on both sides. The osteosynthesis was done on (B)(6) 2013. The patient buckled with the walking frame and felt a pain in the leg, date unknown. The plate was found broken/cracked the (B)(6) 2013 and the patient was re-operated on (B)(6) 2013. This report is on the plate. This is 1 of 1 report for complaint (B)(4).